Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had cracked display window corner,scratched lcd window, cracked battery tube threads, cracked reservoir lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 11 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.